Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was noted that there was a little gap was in the lead and some blood permeated into the lead. Lead was not used. Patient was stable.